Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> according to the information provided, it was reported that healix advance br anchor broke upon insertion. The complaint device was received and evaluated. Visual observation confirms the distal tip of the anchor was broken but remains held in place by the suture. In addition, the anchor was resented biological residues. When observed under magnification, no structural anomalies were observed that could have contributed to this failure. The possible root cause for the reported failure can be attributed to axis insertion, levering during insertion, hard bone quality or using incorrect instrumentation for preparing bone hole. However, this cannot be conclusive determined. A manufacturing record evaluation was performed for the finished device [6l76237] number, and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during rotator cuff repair, it was observed that the 4.5 healix advance br w/ocord device broke upon insertion in the patient. The patient has good quality bone and a massive cuff tear. The surgeon used the healix awl to make a hole in the bone, then proceeded to insert the anchor in the pre-made whole. Upon one rotation of the handle the anchor broke in two parts. There was a delay of less than two minutes to obtain a backup anchor on hand. The surgeon did not need to create a new bone hole in order to complete the procedure successfully. There were no patient consequences. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.